Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement mobile view station (mvs) computer was shipped to the site. After replacing the mvs computer, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Investigation of returned suspect device could not confirm the reported issue. The mobile view station (mvs) computer booted up okay. The mvs computer was installed in the mvs station connected to the image acquisition system (ias) 267 and ran without any issues. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that when the site booted up their mobile view station (mvs), an error message appeared, "mvs database locked. An error has occurred, please contact technical support." The medtronic representative unlocked the mvs database files for the site to use the mvs for their next case. The medtronic representative checked the image acquisition system (ias) logs and verified with the customer on how to save data. He confirmed the system was operational for the site's next case. There was no patient present when this issue was identified.